Manufacturer narrative:
Lot 12196422: (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore tag thoracic endoprostheses. It was reported that on (B)(6) 2014, the patient expired. The cause of death is unknown.

Manufacturer narrative:
The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.